Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was seen in the clinic following delivery of a device vibratory alert. Upon interrogation, the right ventricular pacing lead impedance (pli) was found to be high and there was an increased capture threshold and a loss of capture. The patient was hospitalized and the tachycardia therapy was disabled. Surgery was performed, during which the lead was removed from the header block and tested; the lead test resulted in normal parameters. The lead was reinserted into the header block and no further action was taken. The patient was stable with no consequences.